Event description:
Bilateral breast mcghan gel implants removed from patient. Both implants appear intact, sent to pathology. Breast history recent swelling, fluid sent for cultures and right breast biopsy done.